Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced a sensor failure after warm-up, which happened two days after the sensor was inserted into the arm. The patients cgm device showed a sensor error when the patient went to sleep. According to the parents, the patient was tired after training and thought the values would come back, no further action was taken. At 06:20 am the parent noted that the patient was unconscious. At that moment, the cgm device was displaying that the sensor failed and the blood glucose reading was 2.0 mmol/l. The patient got treated by the parent with sugar and orange juice (no glucagon injection was given) and regained consciousness in about 30 minutes. The parents did not report that anymore treatment was needed after this and denied that a healthcare facility was visited. At the time of the report the patient felt better but tired. It could not be confirmed if the dexcom device gave a critical alert that accompanies the sensor failure, as the patient was deep asleep during the event. When the parent saw the patient in the morning the device was not displaying this critical alert but was displaying that the sensor should be changed. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.